Manufacturer narrative:
(B)(4). The complaint was confirmed, there was a kink in the spiral lumen. The root cause for the event could be determined however, may have been due to shipping and handling.

Event description:
An endurant ii stent graft system was selected for the endovascular treatment of a 5.9cm in diameter abdominal aortic aneurysm. It was reported that the endurant limb was found to have a kink in the hypo tube/lumen in which the device tracks over the wire. The device was not able to advance more the 6 inches onto the wire. The physician tried multiple wires; however, the devices would stop at the same spot every time. The physician had another endurant limb on hand and successfully completed the procedure without delay. No clinical sequelae were reported and the patient is fine.